Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump exhibited over delivery.

Event description:
Additional information was received. The reported product fault did not occur while in use with a patient. The product did not cause or contribute to patient or clinical injury. Preventative maintenance was being performed on the unit when issue was reported. The unit was not on a patient.